Manufacturer narrative:
Correction: section d10- date returned to manufacturer changed from 4/10/2019 to 4/30/2019. An investigation was performed on retention and returned product from the reported lot number. Retention and returned devices were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information, as both retention and returned product performed as expected. Please note, this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Alere san diego will continue to monitor this issue through incoming complaints.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patients were tested on the hcg one step pregnancy test device and obtained positive results, but the two lines disappeared after a while. Customer stated that the patients were retested on the same lot of the hcg one step pregnancy test device and produced negative results. The patients were interpreted to not be pregnant. No further information was available. Troubleshooting was conducted with the customer. The customer stated that the test was performed according to the package insert.